Event description:
It was reported that while working on his lawn, the customer became confused and disoriented. Subsequently, the customer was treated by paramedics with a glucose injection due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.